Manufacturer narrative:
It is unknown when the events for this patient occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged intracranial hypotension due to loss of cerebral spinal fluid is related to v.a.c. Therapy. On 03-jun-2015, kci received response from the physician which stated, "the cause of the leaking cerebral spinal fluid was an undetected, but suspected dural sac leak that was not ruled out prior to v.a.c. Therapy placement and was complicated by the suction of v.a.c. Therapy." There is no evidence to suggest that v.a.c. Therapy did not operate correctly and as expected. The authors conclusion in the article stated, "severely injured patients undergoing v.a.c. Therapy with secondary neurologic deterioration not due to head injury should be appropriately diagnosed to rule out dural laceration and cranial hypotension." Therefore, this report is being filed due to possible user error.

Manufacturer narrative:
Added: model #: unkvac.

Event description:
Kci received article, sporns p, zimmer s, hanning u, zoubi t, wolfer j, herbert m, schwindt w, neiderstadi t, acute tonsillar cerebellar herniation in a patient with traumatic dural tear and v.a.c. Therapy after complex trauma, the spine journal (2015), doi: 10.1016/j. Spinee.2015.04.25. That reported a (B)(6) woman suffered a grade 3 open pelvic fracture after a motor vehicle accident. Initial computed tomography (CT) showed air in the thecal sac so that a dural tear was suspected. Four days after v.a.c. Therapy placement the patient became nonresponsive. There was no obvious change in the output from the wound drainage and the drain was not tested for cerebral spinal fluid (csf). A cranial computertomography (cct) showed signs of intracranial hypotension with narrowing of the basal cisterns and sagging of the cerebellar tonsils. V.a.c. Therapy was removed. Further neurological diagnostic showed a tear in the dural sac at the l5/s1 level. The patient consequently underwent neurosurgery. After a dural patch the patient was oriented post-operatively and the cranial CT improved to a normal state. Fifteen days after admission the patient was discharged without neurologic sequelae. The unit's type or serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.